Event description:
Report received from abbott international affiliate of "freeflow" of morphine. The pacu nurse, who was in training but supervised by another pacu nurse, assembled the top half of this 2 piece set to the bottom half of the set at the hydration solution pigtail, rather than the female luer with the integrated pressure activated antisiphon (pav) valve. The set cartridge was then placed into the gemstar pump, however it was seated in the pump incorrectly. The pump was programmed for bolus delivery only with otherwise unspecified settings. The set was connected to the patient. The nurse noted a short time later that "there was a problem" and found the patient had a respiratory arrest. The patient had reportedly received 100mg of morphine "in a few minutes". The pump did not alarm. The pump and set were disconnected. No medication was given. The patient was intubated and mechanically ventilated until the following day. The patient has fully recovered. Though requested, no additional information was provided.